Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's ipg replacement procedure, the patient went into cardiac arrest. The patient was then flipped over on to her back and resuscitated. It was noted the procedure was delayed 40 minutes. It was also reported the patient was turned lateral on her right side, re-sterilized and the procedure resumed and the ipg replacement was completed. Reportedly, the patient is doing well postoperative. Concomitant medical products are unknown at this time.